Event description:
It was reported to boston scientific corporation that a nasobiliary tube w/jagwire was used during a procedure performed in 2007, (patient gender, age, and weight are unknown). According to the complainant, during insertion, the tip of the distal jagwire detached and fell off inside of the duodenum. After cannulation, the cannula was removed once and the cannula passed through the jagwire again. Then the tip of guidewire was detached and the physician felt no resistance that time. The detachment remained inside the body. The procedure was completed with another device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
Visual inspection was performed on the returned device. It was observed that several fragments of the pebax were missing along the distal tip section thereby exposing the core wire. Upon further examination at 40x magnification, the device surface (pebax) appears to indicate that it had come into contact with a sharp object. The customer noticed the pebax section detached after the cannula passes through the jagwire. Therefore, clinical practice or procedures may have impacted and contributed to the damage on the event as reported. Although not confirmed, the probable cause for the failure reported was cause by another device.